Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon wings were folded. There were no issues noted with the balloon material. No tears or holes were visible in the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the shaft of the device. An examination of the distal extrusion identified that the inner / wire lumen was bunched at 3cm proximal from the proximal balloon cone. The inner was pulled out through a tear in the outer extrusion at the same location. As a result of this extrusion damage it was not possible to test the balloon for leaks. No other damage was present.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.